Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was complete and the patient came back for device disconnection, it was observed that 50-60ml of medication remained within the device and had not been delivered to the patient. It was also observed that the tubing had detached from the device which resulted in a solution leak. The device was filled with fluorouracil (ebewe) 3770mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from april 22, 2022 - april 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.